Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the atrial lead exhibited intermittent capture. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.